Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc 0338-0049-03, lot number y229476, exp jun 18, 0.9% nacl; 50ml baxter bag ndc 0338-0049-11, lot number p356931, exp may 18, calcium gluconate, therapy date: (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary calcium gluconate/sodium chloride 0.9% (1000 mg / 60 ml) infusion was expected to infuse at 120 ml/hr and backflow occurred into the primary container. No patient harm was reported.